Event description:
Patient had a left femoral implant in 2002. The patient developed an infection and was explanted the following month. The paitent also had a stomach tube which was replaced several times while the lifesite was in.